Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer declined to provide additional information, and declined troubleshooting with tandem technical support. No additional patient information was available.